Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/14/2023, it was reported by a sales representative via sems that an 2.9 mm pushlock shaverdrill¿, ar-2923dsr, left plastic shavings inside of two different shaver hand controls, ar-8330h (sn: (B)(6) and ar-8332h (sn: (B)(6). Both shavers apparently were grinding the attachments, and now have plastic shavings inside, preventing normal use. No adverse event or patient harm due to the outcome of this event. Please see pictures attached.

Manufacturer narrative:
Additional information: h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event,"2.9 mm pushlock shaverdrill¿, ar-2923dsr, left plastic shavings inside of two different shaver hand controls, ... And ar-8332h (sn: (B)(6)). Both shavers apparently were grinding the attachments, and now have plastic shavings inside, preventing normal use. No adverse event or patient harm due to the outcome of this event."